Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as cacao planer is dull and has a burr inside the hole. The neck trial has a burr inside as well. The broach post is damaged from the calcar planer. No harm or time delay it just all needs to be replaced in the sets. Reamer handle is not fitting together and wont fit in the tube correctly anymore."

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.